Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The fse reconnected the msl cable and rebooted the mx800 to restore system functionality. The fse also confirmed a loose connection between the x3 module and the microstream co2 extension. The fse has replaced the housing top on the microstream co2 extension to resolve the loose connection. The fse captured and provided images of the layout of the customer's angio lab and videos of the operation table's movement. When reviewing the images/videos, a philips product surveillance engineer (pse) commented that the wire management setup could result in strained connections from table movement. Although restoring the msl connection did not resolve the issue with monitor/vitals visibility during the event, the customer did not attempt to restart the mx800 system. The pse recommended that the fse make the customer's staff aware of wire management. The customer's clinical staff has not provided any information on whether the device caused or contributed to the patient death. Philips has been provided insufficient information regarding the patient death. The date/time of the patient death is also unknown. Table movement during the operation caused the disconnection of the msl cable; no product malfunction occurred. The x3 monitored and displayed patient vitals throughout the procedure, and an mx450 from another ward was used to allow better visibility. After the procedure, the philips field service engineer (fse) restored functionality to the monitor and replaced the housing top of the co2 microstream extension. The philips product surveillance engineer (pse) has recommended that the fse make the customer's staff aware of wire management. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer has reported that, during a transcatheter aortic valve implantation (tavi) operation, the mx800 patient monitor disconnected from the x3 module. The monitor¿s screen (and other connected screens) went blank, not showing patient vitals. The customer reported that the msl cable connection between the monitor and module loosened when the staff moved the patient table during the operation. The customer has reported that the patient died. The customer has also reported that the patient had been connected to a defibrillator and resuscitated several times during the operation.